Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm watchdog timeout. Customer's blood glucose at time of incident was 180 mg/dl. Customer was advised the error table indicates the pump should be replaced.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No audio or beep anomaly noted. No unexpected a17, a13 or a21 alarm noted during our testing. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.